Event description:
My husband and I were intimate one night when he said he could feel something inside of me. Without getting into detail we found a piece of a tampon still inside of me. The brand I was using is kotex which has since released a statement regarding the product I used as defective. How was it taken or used: vaginal. Date the person first started taking or using the product: (B)(6) 2014; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: hygiene.